Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to corrosion on endoscope connector, e315 (scope err unsupported scope) occurred, due to wear of angle wire, bending angle in down direction did not meet the standard value, switch 1 (sw1) had a pinhole, the circuit board unit in standard (s)-connector had corrosion due to water leakage, s-connector had corrosion due to water leakage, angle play occurred, the light guide (lg)-tube wrinkled, and angulation was tight. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited unsupported scope error code e315. There was no harm or user injury reported due to the event.